Manufacturer narrative:
Examination of the returned graft specimen showed no evidence of suture line dehiscence, as was reported by the surgeon. Co has completed analysis of the segment of an 8 mm ID. Thin walled fep ringed gore-tex vascular graft with removable rings, removed from your pt. It is co's understanding that the graft was placed as an axillo-femoral bypass to replace an occluded dacron graft. The graft was sutured to an existing portion of the dacron graft in an end-to-end fashion. Approx one mo postoperatively, the pt presented with evidence of graft occlusion and a pulsatile mass proximally. At the dacron graft-to-gore-tex graft anastomosis, sutures had reportedly pulled out of the gore-tex graft. The gore-tex graft was removed and a portion was returned for examination. Each thin walled fep ringed gore-tex vasvular graft with removable rings undergoes comprehensive testing and inspections prior to release for distribution. Rep samples from each lot are tested for mechanical strength, suture retention strength, and resistance to aneurysmal dilatation. A review of the mfg and testing records verified that the lot met all pre-release specs. A portion of the returned graft sample was submitted for qa testing; test results exceeded specs for material tensile strength and suture retention strength. Gross and stereoscopic examination of both ends confirmed cut edges. A longitudinal slit was observed at one end; it resembled a cut, likely induced by a scalpel blade. The outer reinforcement was intact around the edges at both ends. There was no evidence of a graft tear or suture pull-out sites in the returned graft sample. Co was unable to confirm your findings of suture line dehiscence at the graft-to-graft anastomosis. The section co rec'd did not include the end-to-end anastomosis. Although co was unable to determine the exact cause(s) for the reported graft disruption, co has rec'd a few reports of similar graft disruptions. Analyses of returned specimens have indicated that excessive longitudinal stresses were placed on the grafts. Factors that may contribute to stresses on the graft include: insufficient graft length for full limb extension and/or further graft manipulation. In addition, the graft suture retention strength can be seriously compromised if the outer reinforcement is removed or disrupted. These considerations are addressed in our instructions for use.

Event description:
The graft was placed as an axillo-femoral bypass, replacing a previously placed dacron vascular graft. The graft was sewn to a residual portion of the dacron graft in an end-to-end fashion. Approximately one month post operatively, the pt presented with a pulsatile mass near the proximal anastomosis. Exploration reportedly revealed that all sutures had pull-out of the gore-tex graft. The graft was removed. A portion was returned for examination.